Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer's insulin pump malfunctioned. It was reported that insulin pump suspended on its own and time and date resetted on its own. Customer's blood glucose was 340 mg/dl. Troubleshooting could not be performed as insulin pump was not available.